Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital after receiving antitachycardia pacing (atp) for supraventricular tachycardia (svt). It was noted that due to the patient's rate at 153bpm, svt discriminator applied and diagnosed as vt-1 and sequences of therapies in the vt-1 zone were given. The therapies delivered did not terminate the rhythm. It is believed that the rhythm was a svt and not a vt. Programming changes were made.